Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately.

Event description:
The customer reported at the end of a platelet depletion procedure, they observed a leak on the connector of the centrifuge loop. The procedure was ended 20 minutes early. No medical intervention was necessary for this event. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
Additional evaluation method: manufacturing review and sterilization process review investigation: the disposable set was received for investigation. Upon visual inspection a blood leak was apparent on the channel close to the collect connector. The channel was pressurized to determine the precise location of the leak; a small leak was confirmed at the lower/outer perimeter of the channel at the snout weld. Investigation of the channel showed that there is a corresponding witness mark on the soft vinyl side of the collect connector that indicates an incomplete seating of this portion of the channel fully within the idl filler. Upon photographic inspection of the centrifuge, it showed that the connector was not fully loaded in the filler. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of this defect is most likely due to a channel that was not fully loaded into the filler. This is evident from witness lines seen on the channel which indicate its position. If the channel is not properly seated, the resulting pressures and centrifugal force can cause leaks. The channel likely saw a higher than expected pressure at the edge of the connector, causing it to leak. Additional information: this complaint¿s root cause was determined to be user interface. No medical intervention, injury, or death was reported due to the leak. After reviewing complaint data for the cy quarter in which the complaint was received, this is the only incident reported by the customer that was determined to be due to user interface. Therefore, no retraining or additional follow up was necessary. Shall this customer report another concern in which a similar root cause is determined, another evaluation for retraining or follow up will be performed.